Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set broke into two pieces. This occurred while attempting to disconnect the IV tubing from the peripheral intravenous (piv) line, resulting in the end of the IV tubing breaking off while remaining lodged in the needleless connector of the piv. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.